Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the device evaluation, the device was visually inspected and scrapped.  The power connector of the unit is corroded, corrosion on metallic surfaces, and the unit can't be powered on to be able to collect the error, log machine hours, error code numbers, and software version. The third-party service center was unable to confirm the complaint.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.